Event description:
My concern is about the medtronic - continuous glucose monitor -cgm- with insulin pump -the paradigm insulin pump-. This combination of devices is, among other things, to combine to alert the user of dangerously low blood glucose levels in the pt. When such a condition exists, the cgm radios to the pump that info and the pump then alerts the pt with a vibration or an audible alert. This audible alert is especially important when the pt is sleeping, or otherwise in an environment where they may not be able to readily monitor the cgm. To be of practical use, the alert must be such that a sleeping person will be made aware of the dangerously low blood glucose condition. It is unfortunate, and in my opinion, dangerous that the alert system in medtronic system is such that it cannot be relied upon to alert that pt during sleep or in otherwise loud background noise environs. The audible alert is much too soft to be effective in most circumstances. As for the vibration alert used in the device, it is of such gentle nature that it is also unlikely to awake a sleeping patient, or alert an awake pt who happens to be in many work environments. In discussing with medtronics technical support the issue of the inadequacy of the alerts used, I was told that they could not make any change in the levels of the alerts without approval of the FDA. My question is, how did the FDA ever approve a system with such ineffective alert mechanisms? It would seem to me that the FDA should immediately require the MFR, medtronic, to modify the alert system used in these devices so that it effectively alerts the pt to the blood glucose conditions of concern. As for the ability for the co's engineering staff to provide an adequately loud alert, if a cell phone can have a ringer of variable volume that can be easily heard a block away, and at a cost that makes the cell phone to sell, I'd think that the medtronic engineers could come up with an affordable modification in a system. Dates of use: 2007 - 2008. Diagnosis or reason for use: diabetes mellitus.